Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient injury or serious harm was reported. The ventilator was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a "vent service required" alert indicating that the internal or detachable li-ion battery was not charging due to a hardware fault for a duration of one minute or more. A low-priority alarm associated with the internal li-ion battery was also observed. This alarm may occur when the internal battery is depleted but not disconnected, requires charging, has failed, or when a system pca failed. In addition, an alarm event indicating that the ventilator powered off due to power loss was observed, which may occur when the last available power source (including external dc) becomes depleted and ac power is not connected. Replacement of the internal battery was recommended to address these conditions. In addition, unrelated to the reportable malfunctions, the system printed circuit assembly (pca) required replacement due to logged errors associated with low priority alarms related to the internal battery being in use while therapy was active and the ventilator operating on an internal battery power following loss of another power source. Additional events were recorded, indicating an error during calibration table erase/write processes and unsuccessful attempts to install new software. Physical inspection also identified that the main housing was cracked. Preventive maintenance due at the four-year service interval indicated that the air inlet foam filter, muffler, and particulate filter required replacement. No parts were replaced. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.